Event description:
It was reported that the device had a power on reset that may have been caused by electromagnetic interference or radiation. The device was reset back to its original status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset, with a critical ram parity error recorded on (B)(6) 2011 in address (B)(4). Por severity is considered low as device should be able to fully recover after reset. Radiation or emi involvement with por event suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.